Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported during a laparoscopic cholecystectomy procedure, the first clip fired was scissored when it came out. The remaining clips fired as intended. The procedure was completed with the same device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within the acceptable limits. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.